Event description:
It was reported the patient presented to the emergency room. Upon interrogation, it was discovered the left ventricular lead failed to capture the ventricle. X-ray confirmed the left ventricular lead had dislodged. The left ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of dislodgement and failure to capture were not confirmed. A complete lead was returned in one piece for analysis. Visual, electrical, and s-curve analysis were normal with no anomalies found.